Event description:
During an angioplasty procdure, the catheter balloon would not inflate. The catheter was removed and replaced with the same make to complete the procedure with no pt injury or further complications reported.